Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent set was placed in the ureter and kidney of a male patient over 50 years of age, weight unknown. According to the complainant, the physician attempted to remove the stent approximately 12 weeks after it was placed in the ureter. The stent broke during the stent removal and a percutaneous nephro lithotomy was performed to retrieve the renal coil and proximal length of stent from the ureter. All pieces of the stent were successfully removed from the patient. The patient did not experience any medical problems as a result of this event.